Event description:
A customer contacted beckman coulter inc. (Bci) stating that one of the overflow tubes beside the modular chemistry (mc) reagent was leaking. No exposure or injury was reported for this event.

Manufacturer narrative:
Customer technical support (cts) assisted the customer with troubleshooting (ts) and had the customer flush the electrolyte injection cup (eic) ports. A field service engineer (fse) was dispatched on (B)(6) 2010 and confirmed that the eic was overflowing. The fse found a clog in the waste tubing and cleared it, which resolved the issue.